Event description:
The PICC line began leaking so they stopped infusion and the next day they went to examine the line & found that the PICC was gone. The suture was still in place. The external portion was found on the floor, but the rest of PICC was unable to be located under CT scan or x-ray.